Event description:
It was reported that when the permanent cautery spatula instrument went to decontamination for reprocessing, it was noticed that a plastic piece of the instrument was missing and a small plastic disc held in place by the plastic piece was found. It was also noticed the black wire of the instrument was exposed. Hospital personnel did not notice the black exposed wire on the vision monitor during the surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
67 - the instrument was returned and evaluated. Engineering observed that a portion of the instrument distal clevis had broken, which caused the spatula assembly to become dislodged from the grip. The customer reported that a portion of the instrument pulley was retrieved, however, it cannot be determined if any components separated from the instrument during the surgical procedure or during handling after the procedure.